Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Device received from the USA for servicing. During svc, it was found that the bearings of the device were damaged. The device was not used in surgery. It is unk if any injuries or medical intervention occurred. There was no add'l info provided.